Event description:
The customer stated that her blood glucose readings had been higher than usual. She also stated that she performed a control test prior to calling and received a result of 180 mg/dl. The normal control range was not provided, but should be around 70-100 mg/dl. The customer declined the offer to troubleshoot her meter. The csr was unable to gather any more information before the customer had to end the call. The customer was contacted after her initial call. She stated that she had disposed of her elite test strips, so no product will be returned. The customer was sent a new contour meter kit.